Event description:
Pt with stage IV sacral pressure ulcer that developed in 2007 was started on v.a.c. Therapy in 2008. The pt was not diagnosed with infection or osteomyelitis prior to initiation of v.a.c. Therapy dressing changes were performed three times a week, with a negative therapy pressure setting of 125 mmhg. The pt was reported to have good nutrition, offloading, a low air loss mattress and a roho chair cushion for her wheelchair. On the following month, during a scheduled dressing change, the nurse reported she was probing and palpating the wound and found a 2.5cm piece of bone exposed. The bone and wound bed were noted to be black/brown in color. The nurse indicated that the surgeon had examined the wound the previous day, and no exposed bone was documented. The nurse did not indicate whether or not the doctor probed the wound. The pt was hospitalized for fifteen days. During hospitalization, the pt was diagnosed with osteomyelitis, the bone was debrided and pt placed on IV antibiotics. V.a.c. Therapy was not continued after hospitalization. Nurse indicated that the pt's wound was progressing after hospitalization.

Manufacturer narrative:
Pt received v.a.c. Therapy approx for two months in 2008. According to internal documentation, the wound was improving in surface area between 3/1/08 and 3/31/08 where the wound area progressed from 16.00 cm2 to 7.00 cm2. The possibility that the condition was preexisting to initiation of v.a.c. Therapy could not be ruled out. V.a.c. Labeling states under "warnings" regarding osteomyelitis that "the v.a.c. System should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy." There was no reported device malfunction with the reported event. The device was returned to kci service center and passed qc inspection for operating parameters.